Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an "call tech support" error. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A charge and boot test was performed and failed. The receiver data log could not be downloaded, but a "call tech support" error was observed and pictures were taken. The reported event of an error icon display was confirmed due to the occurrence of a "call tech support" error. A probable cause could not be determined.